Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The letter states the lift allegedly went into a free fall in an unexpected and unreasonable way. No other information was available.

Manufacturer narrative:
Update from consumer affairs on 06/24/2016: serial number of the unit is (B)(4), model number rpl 600-1. Should additional information become available a supplemental record will be filed.

Event description:
The letter states the lift allegedly went into a free fall in an unexpected and unreasonable way. No other information was available.